Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) experienced shocks and stated that were all appropriate. Patient ended up needing an ablation. Also, patient discussed that during recent change-out surgery patient almost died due to "bleeding out" during surgery. Patient indicated that there was nothing wrong with the device and that the chest wall is really thin and afraid of infection again. Moreover, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.